Event description:
Unspecified ent surgery. Reportedly, after application there was a blue particle on the tissue potentially deposited from the device. There as no pt injury reported by the facility.